Manufacturer narrative:
Additional information was provided which stated that the patient remains on support. No further details about how the fluid leakage was resolved.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 51-year-old male patient in whom bleeding was noted within the sterile sleeve. No additional information was provided.

Manufacturer narrative:
D6b: added explant date. Investigation summary: the cause of the product damage could not be determined as no product was returned and limited clinical details were provided. The cause of the fluid leak could not be determined as no product was returned for evaluation and insufficient clinical details were provided.